Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The returned trabecular metal (tm) modular cup multihole shell meets print specification where measured. The 4 screw holes on the trabecular metal pad are deformed/damaged and no sign of debris on the tm pad. Device history records were reviewed for the lot associated with the returned shell. No deviations or anomalies were noted in the manufacturing process. The reported device is used for treatment. It could not be verified if the shell was used in an approved and compatible combination. Adherence to rehabilitation protocol and relevant medical history of the patient are unknown. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the complaint history indicated no prior complaints for the part-lot combination associated with the shell. Based on the information provided a specific cause for the reported issue could not be determined with certainty.

Event description:
It was reported that during a revision surgery, for an unknown reason, the shell was removed and noted to have very little to no bone ingrowth.

Manufacturer narrative:
This report will be amended when our investigation is complete.